Event description:
Complaint submitted through clinical data collection, with limited details provided. Further information regarding the patient or event is unlikely to become available. The product involved is biocore. A patient experienced an adverse event (ae) characterized as superficial surgical wound infection. The incision shows superficial dehiscence along the majority of the wound with slight serous drainage. No erythema, no purulence noted. Non-tenderness to palpation in paraspinal muscles and no fluctuance noted. Patient prescribed cephalexin 500 mg. Patient sent picture of incision to clinic upon finishing oral antibiotics for superficial infection ((B)(6) 2025). Based on appearance of incision, clinical staff instructed participant to present to ed. Patient was admitted and underwent surgical debridement and wound vac placement on (B)(6)2025 and surgical debridement and closure by plastics on (B)(6) 2025. No lot number or reference number was provided. The event was related to the intervention. No further information surrounding patient status or patient outcome was provided.